Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician attempted to place two leads, from the same lot. The leads could not be implanted due to scar tissue. The case was abandoned. Note the patient has an existing scs system. These devices were left in place and untouched during this procedure. Reference MFR report #1627487-2014-12122 for existing scs system.